Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00545. Additional information received indicated the patient was implanted with 2 leads, one from lot ab1432 and one from lot ab1449 (reference MFR report: 3008829311-2017-00564). The lead from lot ab1449 was also explanted on (B)(6) 2017 due to the ineffective stimulation experienced by the patient.

Event description:
Device 2 of 2 : reference MFR report: 3008829311-2017-00545. Further information indicated the patient was implanted with a total of 3 leads, 2 from lot ab1449 (reference MFR report: 3008829311-2017-00564) and 1 from lot ab1432.